Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device has been received in bench repair. There is unknown patient or user involvement.

Event description:
It was reported that the device has been received in bench repair. There was no reported patient involvement.